Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an unspecified medication was programmed to infuse over 96 hours but completed in about 9 hours, which is sooner that expected. There was no patient harm.

Event description:
It was reported that an unspecified medication was programmed to infuse over 96 hours but completed in about 9 hours, which is sooner than expected. There was no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/31/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The root cause for the reported issue that an unspecified medication completed sooner than expected was not determined because no product or device logs were returned. The reported issue that an unspecified medication completed sooner than expected could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. H3 other text : third party servicer evaluated device.